Event description:
It was reported that the procedure was to treat a lesion in the mid diagonal artery with mild tortuosity. During the attempt to deploy the xience prime stent, the device was pressurized up to 18 atmospheres, but the stent delivery system balloon did not inflate and a balloon rupture was suspected. The device was removed and a new xience prime was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, a shaft tear/leak was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.